Event description:
Customer reported issues with the insulin pump. Customer states that there was a no delivery alarm. Customer states that the blood glucose reading is 117 mg/dl. Nothing further reported.